Manufacturer narrative:
Product ID 3889-28, lot# va0uvhd, implanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The consumer reported that there was uncomfortable stimulation/overstimulation in (B)(6) 2015. The patient's friend/family was adjusting stim to see if the patient was feeling the sensor. He increased from 3.6 volts to 3.8 volts and the patient jumped. The stim was too strong. It was turned down to 3.6 volts where she did not feel it and left it alone, which resolved the issue. The next day, the patient woke up with a terrible pain on the opposite side of her rear end. She had it for 4 days and was taking pain medicine. The pain kind of went away and came back the next day for a week. The pain medicine helped at night but the pain came back in the morning. The patient was still in pain. There were no falls/trauma that could be related to the issue. The patient was going to follow-up with their health care professional (hcp). This was considered a sudden change in therapy/symptoms. It was noted that the patient had alzheimer's. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.